Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction occurred. In addition, it was reported that an occlusion occurred. Customer's blood glucose level was 126-180 mg/dl. During troubleshooting with tandem technical support the malfunction cleared and customer successfully resumed insulin therapy.